Event description:
Beginning in (B)(6) 2020, we have had several incidents involving the storz laparoscopic light cords, resulting in burns to the patient. The majority of these have been the result of the cord becoming disconnected from the camera on the laparoscope. Prior to (B)(6) 2020, we had outsourced cords through a 3rd party. In (B)(6) 2020 we began using new storz cords. It seems the new cords do not have enough threads at the point of connection. The new cords also provide greater light intensity, which may be contributing to the burns. The storz representative that services the hospital has been included in discussions regarding concerns. Manufacturer response for storz light cord, (brand not provided) (per site reporter): we have been told that a decrease in light intensity does not necessarily decrease light heat (and thus does not mitigate risk of burn). The manufacturer representative stated there have been no recent change in design to scopes.